Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side capsular contracture, bake grade unknown, implant is "stiff and it is higher" and stated they are experiencing "a lot of pain." Patient stated that "when I lift my arm it [implant] pops out of bra" and stated that they cannot "sleep on it or work out." Health professional clarified as baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, bake grade unknown, implant is"stiff and it is higher" and stated they are experiencing "a lot of pain." Patient stated that "when I lift my arm it [implant] pops out of bra" and stated that they cannot "sleep on it or work out." Health professional clarified as baker grade IV. Device remains implanted.